Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full analysis.

Event description:
It was reported that a pocket infection was suspected. The pocket was opened, debrided and an envelope was added. Cultures were taken and the patient was treated with antibiotics. It was further noted that the patient possibly had sepsis. Approximately one week later the device system was explanted due to infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.